Event description:
It was reported that this brady lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.